Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a start of an infection. It was noted that the patients ipg pocket site was leaking. The patient was placed on antibiotics.